Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon rupture requiring medical intervention to prevent permanent impairment/damage. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at 10atm. Subsequently, the pt went to intensive care unit (ICU) due to a vessel spasm, which occurred after the balloon rupture. Additionally, it was reported that there was treatment; however, the method of treatment was not reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, pt anatomy, lesion calcification, or lesion tortuosity. The lesion characteristics were not provided so it is not clear how these factors may have contributed to the balloon rupture. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined. Vasospasm is listed in the instructions for use (IFU) as a known adverse event associated with coronary dilatation. This known pt effect is not necessarily an indication of a product quality issue.